Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced right breast pain. Mammogram imaging was conducted, and the results indicated a herniated and ruptured right breast implant. During a consultation with am medical professional, she was diagnosed with capsular contracture of the right breast (baker grade unknown). As a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants on (B)(6) 2023. However, during the surgery, the left breast implant was also found to be ruptured. There were no reported procedural delays or patient consequences due to the discovery. The date of event was provided to mentor as a best estimate. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-00641 for the contralateral event.

Manufacturer narrative:
On january 17, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. On january 19, 2024, the mentor analysis lab received the suspect medical device for evaluation. On january 29, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 4.0 cm. In addition, an area of shell abrasion was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).